Manufacturer narrative:
The defective piece received from the customer for evaluation confirmed the reported defect, detached/loose-gasket. However, no anomalies were found in the archived samples of impacted sol-m 10ml eccentric tip syringe w/o needle (bulk, sterile), ref 180010etbs, lot 04310003 checked. The manufacturer partner determined as possible root cause an accidental and isolated case of incorrect assembly of the two components (gasket and plunger). Based on sample received, the root cause found by the manufacturer partner can be confirmed. Sol-millennium will continue to monitor this kind of issue, and in case the number of complaints increases further evaluation will be taken. This report was initially submitted on 11/13/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: I would like to inform you that during our process we have found black rubber (gasket) is separate from plunger inside the syringe.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.